Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a small crack on the side of the screen after being carried in a pocket, and the touchscreen became unresponsive, rendering the device nonfunctional. Symptoms included no reported changes in blood glucose. Outcomes included a device replacement and instructions to shut down the device, return it with a provided label, and complete setup on the replacement, with continued cgm use via the dexcom app or receiver. Investigation included remote troubleshooting and verification of shipping and return logistics. Investigation of this case revealed physical damage to the screen consistent with a cracked display leading to loss of touch responsiveness. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.